Manufacturer narrative:
H.3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported that during use with a bd vacutainer® edta 2k blood splatter occurred during draw. This occurred on 2 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about blood splash occurring during transfer of blood into the tube, resulting in blood exposure in 2 cases. 1st case: blood collection was performed using a syringe (2-ml) with a 22g needle. When the hcp drew 2-ml blood and transferred the blood into the tube using the syringe with the needle, the blood splashed. According to the information from the hcp, blood didn¿t flow into the tube. The hcp states that he/she didn¿t push the plunger rod while transferring the blood into the tube. 2nd case: blood collection was performed using a syringe (2-ml) with a butterfly needle. When the hcp drew blood and transferred the blood into the tube using the butterfly needle, the blood splashed. According to the information from the hcp, about 1-ml blood flowed into the tube. These incidents may possibly be attributed to the hcp¿s manipulative techniques.

Event description:
It was reported that during use with a bd vacutainer® edta 2k blood splatter occurred during draw. This occurred on 2 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about blood splash occurring during transfer of blood into the tube, resulting in blood exposure in 2 cases. 1st case: blood collection was performed using a syringe (2-ml) with a 22g needle. When the hcp drew 2-ml blood and transferred the blood into the tube using the syringe with the needle, the blood splashed. According to the information from the hcp, blood didn¿t flow into the tube. The hcp states that he/she didn¿t push the plunger rod while transferring the blood into the tube. 2nd case: blood collection was performed using a syringe (2-ml) with a butterfly needle. When the hcp drew blood and transferred the blood into the tube using the butterfly needle, the blood splashed. According to the information from the hcp, about 1-ml blood flowed into the tube. These incidents may possibly be attributed to the hcp¿s manipulative techniques.

Manufacturer narrative:
H.6. Investigation: bd received one actual samples and 68 unsued samples and 7 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for exposure with the incident lot was not observed. Additionally, all customer samples were evaluated by draw testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.